Manufacturer narrative:
Corrected data: h6 (health effect- impact code: removing 22199 and adding 2645). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as there was no deviations noted from the instructions for use and no physical damage was noted at the location of the foreign material. The event can be detected/prevented by following the instructions for use which states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the plastic distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.